Event description:
It was reported that rapid battery depletion was noted at patient follow up. Device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below expected limits. The battery was sent to the vendor for further evaluation and no anomaly was found. The cause for the premature battery depletion could not be determined.